Event description:
It was reported to boston scientific corporation in 2008, that an rx dilatation balloon device was used during an endoscopic retrograde cholangio-pancreatography procedure was performed one day prior. According to the complainant, a pinhole leak was observed during to procedure. The device was removed and replaced with another rx dilatation balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.